Manufacturer narrative:
(B)(4). Investigation is still ongoing. Additional information will be provided upon investigation conclusions in the follow-up report.

Event description:
It was reported to arjo representative that there was the incident with the involvement of maxi twin passive floor lift and passive clip sling. It was stated that during patient's transfer (hemiplegic) from bed to chair left shoulder clip detached from the lift spreader causing patient to fall of the sling. Following information provided incident occurred due to the incorrect clip attachment before transfer. As the consequence of the event patient sustained cranial trauma and small excoriation to the head. However, there was no medical intervention needed and injury was assessed to be not serious.

Manufacturer narrative:
It was reported to arjo representative that there was the incident with the involvement of maxi twin passive floor lift and passive clip sling. It was stated that during hemiplegic patient's transfer form bed to chair left shoulder clip detached from the lift spreader causing patient to fall of the sling. Following information provided in the complaint record - incident occurred due to the incorrect attachment of the clip on the device spreader bar attachment point, by the caregiver before transfer. As the consequence of the event, the patient sustained cranial trauma and small excoriation to the head. However, there was no medical intervention needed to address non-serious injury. After the event there was a technical evaluation provided by arjo qualified representative. Visual inspection of lift confirmed that it was in perfect condition, with no signs of dents or scratches. It was revealed that both lift and sling involved in the event were in an overall good condition. Both worked properly. No malfunction with the sling, neither lift that could have caused or contributed to the clip detachment was reported. According to information provided by arjo technician last training for the facility staff was conducted on 2011-jan-01, so about 8 years ago. Following all gathered information, the root cause can be related to the way device was operated. Based on the product knowledge and simulations, it comes forward that when the labeling is followed and the sling is placed in the correct way and the instructions of using the system are followed, there is no possibility of a patient drop or other adverse event during the transfer of the resident. Review of similar complaints, reported in the past confirmed that this failure is only possible to occur when the labeling is not followed. Caregivers are obligated to check if all clips are securely attached to the spreader bar attachment points just before transfer as well as during lifting procedure (continues check that all clips stay in place is required). The instructions for use for passive clip slings (IFU 04.sc.00-int1_2) provides pictographic procedure regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: - "make sure that: all clips are securely attached"; - "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process". Finally, the labelling for the lift device and sling indicate the system should be used by trained personnel that are aware of the IFU contents. To sum up, the main factor, that could have contributed to the event was not following the instructions for use. The improperly attached sling clip to the spreader bar detached during the resident's transfer. In summary, the maxi twin passive floor lift and the clip sling were used to transferring the resident and played a role in the reported event. The evaluation of the involved devices revealed that they were in overall good conditions, however clip detached during patient's transfer and from that perspective system did not work as intended. This complaint was decided to be reported to competent authorities due to the fact that during transfer clip detached causing patient to fall and sustain non serious injury.